Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to worsening heart failure. Ventricular fibrillation (vf) was observed on the bedside cardiac monitor however the device did not deliver a shock. The patient became syncopal and required cardiopulmonary resuscitation. A copy of the device¿s memory was preserved and submitted to boston scientific technical services (ts) for review. Ts noted the device was programmed 170 bpm for ventricular tachycardia (vt) zone and 200 bpm for vf zone. Some of the beats around episode onset were about 300 ms but didn¿t last long. Most beats were close to 350 ms for 10 seconds and then the rate would slow down. Ts suspected that the 8 out of 10 fast beats were not reached for either vt or vf zone. This may have been due to functional undersensing as a result of varying amplitudes. The physician suspects this may be related to the patient¿s worsening heart condition and not a device malfunction. The sensitivity of the device was reprogrammed and remains implanted. The patient has yet to regain consciousness.